Event description:
On march 4, 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving an unspecified error message. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. In (B) (6) 2009, the patient obtained an unspecified error message on the reported meter; she did not obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of blurred vision, sweating, fatigue, loss of energy, nervousness and rapid heart rate. On (B) (6) 2009, the patient visited her physician, where her blood glucose level was tested to be 300 mg/dl. The patient was treated with a heart monitor and referral to a specialist. The error message issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly became hyperglycemic and suffered symptoms suggesting severe hyperglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.